Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose (bg) level of 510 mg/dl. The customer believed the pump was not working as intended; however this could not be confirmed as the customer declined troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.